Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The patient reported his work ending at 2300 and checked his tandem pump cgm display device before driving home. The cgm reading was 113 mg/dl. He did not check the bg at that time. He did not experience symptoms at that time. He began his drive home and became disoriented about halfway there. He does not recall any cgm alerts or alarms while driving. He keeps the pump display device in his pocket. The patient had a motor vehicle accident and rolled the vehicle several times, resulting in total loss. When emergency medical service arrived at the scene, the bg was 35 mg/dl and the patient does not recall what the cgm reading was at that time. Of note, the lowest cgm reading was recorded at 56 mg/dl according to documentation from the territory manager. He was treated with glucose but cannot remember the route. He was air lifted to the hospital where he was admitted for 1 day and adjustments were made to his insulin pump settings. He does not recall any further medical intervention for hypoglycemia. He was evaluated for a spinal cord injury but did not have any permanent impairment. At the time of the call, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f1005 overdose.